Event description:
Information received states that a patient who was implanted with elevate anterior in 2009, reported urinary retention. Patient was catheterized with a foley catheter and retention was resolved. The following month, patient reported urinary tract infection. She was prescribed medication and it was resolved. Eight days later, the patient reported dysuria. Additional information received on 12/4/09 indicated that the dysuria improved. Patient is experiencing urge urinary incontinence.